Manufacturer narrative:
Device evaluated by manufacturer? No, the device for this complaint was not returned for evaluation. The lens, injector and foam tip plunger were also not returned. Method: cartridge lot number search, lens work order search. Results: a cartridge lot number search was performed and no similar complaints were found. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, cartridge lot number search and work order search, a specific root cause of the event could not be determined. (B)(4). Cartridge not returned.

Event description:
The reporter indicated the surgeon was loading a 12.6mm micl12.6 implantable collamer lens, -14.0 diopter, and while pulling the lens down through the cartridge barrel, the lens appeared to be stuck and tore. The surgeon stated it appeared the cartridge was pulling on the lens. There was no patient contact. The backup lens was implanted with no problem. The reporter indicated the cause of the event may have been due to the cartridge.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4)